Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that  the patient stated that when they had gall bladder surgery they nicked their stomach stimulator. No symptoms were reported.